Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of multiple nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported approximately two months after injection in cheeks with 4 syringes of unspecified juvederm voluma patient developed multiple nodules all over face. Patient treated with hyaluronidase. Symptoms are ongoing.